Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. The customer alleged the pump was not delivering a bolus as intended. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the high bg was unknown. Reportedly, customer continued using pump for insulin therapy.